Manufacturer narrative:
Retainer = clear. On (B)(6) 2021 the customer alleged a high bg event due insulin pump not working, blank display., and crack in the display. The following were noted during visual inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, and pillowing keypad overlay. Device was received with a blank display due to cracked lcd glass. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test or verify missing segments/partial display and under delivery anomaly due to blank display. A test pcba 1 was swapped out and the insulin pump powered up properly. Successfully downloaded the trace/history files using thus and carelink upload was successful. A review of the history files does not show any unexpected suspended deliveries or delivery related alarms near (B)(6) 2021. The formatted history file list the following bolus delivery for (B)(6) 2021: (B)(6) 2021 08:49 normalbolusamountprogrammed = 3.9 bolusamountdelivered = 3.9 blank display and crack in the display complaints are confirmed. Blank display is due to cracked lcd glass. Under delivery anomaly and partial display/missing segments complaint is unknown. Unable to perform the system drive test or verify partial display/missing segments due to blank display. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated that the insulin pump display had scratches and they were not able to read the display. Customer alleged that the insulin pump was under delivering insulin as the insulin pump was not working. Customer stated that the insulin pump had crack on the display. Customer stated that they had high blood glucose of 434 mg/dl and treated the high blood glucose with manual injection or insulin pin. Customer stated that they were using the insulin pump within 48 hours of the high blood glucose event. The insulin pump will be returned for analysis.